Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had an unexpected restart alarm, signal too low alarm and displayable history check failed on startup alarm in the alarm history. It was reported the customer was disconnected from the insulin pump for the past three months. The caller also reported the battery was out of the insulin pump for the past three months. Customer's blood glucose was 65 mg/dl. The customer's blood glucose was treated with food. The insulin pump will not be returned for analysis.